Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 300 units and received a fill estimate of 105 units. Customer's blood glucose level was 168 mg/dl. Customer reloaded the cartridge and received an accurate fill estimate. In addition, it was reported that the pump time and date were inaccurate. Reportedly, the customer may have not set the pump time correctly. Customer adjusted the pump time to be accurate.

Manufacturer narrative:
T:slim user guide states, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 300 units and received a fill estimate of 105 units. Customer's blood glucose level was 168 mg/dl. Customer reloaded the cartridge and received an accurate fill estimate. In addition, it was reported that the pump time and date were inaccurate. Customer reported the pump time and date may have not been set correctly. Customer adjusted the pump time to be accurate.